Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total gastrectomy, when inserting the device from the mouth, the resistance became strong in the middle and the tube was unable to be pulled out from the abdominal cavity. The suture was pulled back to the mouth and tried to be reinserted, but around the same place, it got caught and when the tube was pulled a little stronger, anvil head disengaged from the tube and remained inside the esophagus. The bailout suture was pulled and the anvil head was collected. Another device was used to insert once again, but it got caught around the same place and the anvil head disengaged from the tube again, and it was also collected with the bailout suture. The size of the device was changed to 21, and when inserting from the mouth again, it was able to be inserted to the end smoothly. Then another device was used and the anastomosis was completed. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.